Event description:
Customer reportedly received results of 205 mg/dl and 468 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. Controls were run and in range no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: restoril 30mg once at night - 4 months; insulin type unk.